Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Choke [choking]. Lip bleed [lip haemorrhage]. Caught lip [lip injury]. Pain on inside of mouth [oral pain]. The little screw at top of toothbrush head became loose and while in use, it had caught my lip causing it to bleed [injury associated with device] the little screw at top of toothbrush head became loose, brush part detached itself from rest of toothbrush head [device breakage] case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2017 that while using an oral-b rechargeable toothbrush, version unknown on an unspecified date, he/she felt pain on the inside of his/her mouth. The consumer stated the little screw at the top of the oral-b power oral care refill cross action had become loose, and while in use spinning around it had caught his/her lip causing it to bleed. The consumer pushed the screw back in where it came from, and later upon brushing his/her teeth again the consumer began to choke. He/she took the toothbrush out of his/her mouth to find the brush part of the toothbrush had detached itself from the rest of the toothbrush head. The case outcome was improved.